Event description:
During primary surgery, surgeon had difficulty inserting the psl cup, surgeon decided not to open a second cup and to cement the original cup in place.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt as MFR# 9616680-2012-00169.